Event description:
It was reported that the patient experienced strong spasm which was not controlled. The hcp checked the pump system with x-ray and CT; no abnormality with the catheter was noted. In early 2009, the hcp found that the tip of catheter was "out of marrow cavity with catheter contrast study". The pump worked well; its flow rate accuracy was good. The catheter reposition operation was scheduled for eleven days later. The concentration and dose of gabalon was not reported. The patient recovered after the re-operation. The relationship with the device was still unknown. It was unknown if the device was re-positioned or replaced.